Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 and 3.2 and auxiliary 4.1 and 4.2 were all not detected on bus. A field service engineer found one drawer in the main and one drawer in the auxiliary were off the bus. Identified a loose connection on the drawer controller and reconnected it. After reseating the connection, all drawers began functioning correctly. Customer verified operation and confirmed application performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 4.1 and 4.2 were not detected on the bus. The user performed a reboot; however, the issue persists with both drawers remained undetected. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.